Event description:
Boston scientific received information that this chronic right ventricular (rv) lead displayed low shock impedance. Troubleshooting was performed by the boston scientific field representative and found that the shock impedance was 54 ohms both with manipulation and with out. The field representative reports the physician plans to perform a max energy shock in the future to assess the lead, but this has not been performed yet and has not been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient underwent a command shock to assess the low right ventricular (rv) lead impedance measurements previously seen. When the commanded shock test was performed, the lead impedance measured seven ohms and a fault code for a short circuit appeared. As a result the rv lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
I have requested that the boston scientific field representative report when the maximum shock is performed and the results of the test when it takes place. This investigation will be updated should further information be provided.